Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead exhibited loss of sensing prior to explant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine device change out procedure. Upon interrogation, the atrial lead exhibited loss of capture and sensing anomaly. The lead was explanted and replaced. The patient was doing well.